Event description:
It was reported that the patient underwent a spinal cord explant (scs) explant procedure due to device no longer providing adequate pain relief. The patient was doing well postoperatively. The explanted device components will not be returned per facility policy.

Manufacturer narrative:
Block b3: exact date unknown, event occurred about three months ago, based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7084904/7088584.